Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user encountered an ¿unable to proceed¿ error during a supply change, associated with an alert for a stalled motor and consecutive stalled motor events, and the issue was resolved after removing all supplies, performing a dry run, and completing a full supply change with new components; insulin delivery was then resumed and blood glucose was not affected, indicating a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse linked to the device motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.